Event description:
It was reported that during patient treatment, when the co2 absorber was replaced, one of the two absorber bypass valves became dislocated from its original position. There was no harm to the patient. (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. The anesthesia workstation was investigated on-site by our field service engineer. No part needed to be replaced. The device logs were downloaded. Evaluation of the test logs showed that the system check out has failed due to leakage. The event logs shows leakage alarms during case but it has not been confirmed if was in connection to exchange of the absorber. The absorber bypass valve is held in place by a bayonet fitting in the patient cassette. The absorber bypass valves are removed by th user during cleaning and reassembled on the patient cassette after the cleaning. Prior investigations of complaints with similar faults found that the problem may be caused by the absorber bypass valves not being correctly re-assembled by the user after cleaning. This may lead to the absorber bypass valve became dislocated or get loose during change of the co2 absorber which in turn will lead to leakage. Based on the above findings the sealing between the absorber bypass valve and the patient cassette will be improved to assure that the valves are held in place when changing the c02 absorber. The improved co2 absorber bypass valve will be implemented in the production line, as spare part and in the 12 months maintenance kit. An update of the cleaning adapter kit in stock with information anda tool disassembly and reassembly of the absorber bypass valves after cleaning to assure that valves are correctly fitted to the patient cassette will be implemented.